Event description:
In 2007, pt underwent aaa repair with one main body graft and two iliac leg grafts being placed. Two and a half months later, during a review of the films with the physician, it was noted there was a limb disconnect, so they then went over all of the films of the case. As they reviewed the films, they could see that when the ipsilateral limb was pushed in, the body graft had been pushed up just enough to only leave 1/4 of stent overlap. The pt had a tough neck, reverse funnel, conical, short neck. After the initial procedure, there was no endoleak, and it was not noted at that time that the stent overlap was not at 1 1/2 stents. To repair the disconnect, the physician placed another iliac leg as a bridge.

Manufacturer narrative:
No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by user error in that an inadequate overlap occurred between the main body and the leg grafts during initial deployment which contributed to the above device migrating.